Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6005115 have already been previously tested in the 2219905 on 20-may- 2025. Test results: the reference samples were tested for flow and leak test. All test results were within specifications as per the database (B)(4) complaint test report. Device history record (DHR) review: packaging: the lot 6005115 was packaging according to the work instruction (wi) version 44, in the multivac m07, on 19/jan/2024, with a total of (B)(4) units. Assembly cannula: the lot 4a00987 was assembled according to wi version 37 on-line inspection for assembly flex set on 16 jan 2024 in line 2, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 20/may/2025 against malfunction code leakage from infusion site (specific cause not identified) and lot 6005115 and another one complaints has been registered in database for the same lot 6005115 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, another one complaint has been received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 7

Event description:
Reference number (B)(4). Event occurred in brazil it was reported that the patient faced an event of leakage of cannula on (B)(6) 2025. No further information available.